Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was due to use error, poor aseptic technique. A batch review was performed for the potentially associated lot numbers (gd880799, gd881474, gd882241), with no defects noted. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient who did not wash hands when going to the bathroom and peritonitis with culture positive for e. Coli coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the patient's sister reported the following. On an unreported date, the patient did not wash hands when going to the bathroom. The nurse stated on (B)(6) 2011, the patient experienced peritonitis. Treatment was not reported for either event. On an unreported date, the patient recovered from the peritonitis. The outcome for the patient not washing hands after going to bathroom was not reported. Pd therapy was ongoing. The reporter did not provide an opinion of causality. The nurse stated the event of peritonitis was not related to pd therapy.